Manufacturer narrative:
The sample was returned for evaluation. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to theti powerport low profile products that are cleared in the us. The product code for the ti powerport low profile product is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000j implantable port allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no reported patient injury. The female patient is (B)(6) years old and weighs (B)(6) kgs.

Manufacturer narrative:
H10: the sample was returned for evaluation. The company is still investigating the issue at this time. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to theti powerport low profile products that are cleared in the us. The product code for the ti powerport low profile product is identified in d2. H11: h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model: 1716000j implantable port allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no reported patient injury. The female patient is 48 years old and weighs 54 kgs.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to theti powerport low profile products that are cleared in the us. The product code for the ti powerport low profile product is identified in d2 h10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation. The evaluation is identified for bent. A root cause has not been determined. The device was labeled for single use. H10: g4 h11: g1, h6(method, results & conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716000j implantable port allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no reported patient injury. The female patient is 48 years old and weighs 54 kgs.